Event description:
It was reported that upon interrogation of the pulse generator an error message - diagnostics cleared due to invalid data - was displayed. After clearing the diagnostics, normal device function resumed.